Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that it was indicated the competitor right atrial (ra) lead had switched to unipolar configuration due to high out of range impedance measurements. It was indicated that the impedance measurement had been fluctuating prior to the configuration switch. It was noted the patient was symptomatic due to inappropriate mode switches as a result of noise after the configuration switch. As a result, bipolar sensing configuration was programmed. Testing revealed appropriate sensing and impedance measurements. No adverse patient effects were reported.